Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported the stimulator was not operating right. They contacted their healthcare provider (hcp) and was told to 'reboot the system' but they don't know how to do that. Pt stated that they only feel the 'buzzing' going to their right leg but not on their left leg. Pt said they have pain on their left leg. Pt said the issue started may about a month or 2. While agent was providing instructions to access the therapy app, the call was disconnected. Agent made an outbound call to continue. When pt went to open the my stim rc app, they saw the communicator not found message even when the communicator was flashing green and blue light. Agent had them to reset the handset and communicator. After resetting the device, pt was able to access the therapy app showed therapy on and they were in group a. Agent had pt to switch to another group. Pt tried group b and in program 1 they increased the stimulation from 1.0 to 2.0 but the pati ent was not feeling the stimulation on both left and right leg. Agent reviewed information. Agent told them that they stay in group a where pt was getting a stimulation on their right leg. Agent redirected pt to their hcp to further address the issue. Agent also reviewed contacting the field for visibility.

Event description:
Additional information was received from the patient (pt). The cause of the no stimulation on left leg was not determined. To resolve, the manufacturer representative (rep) corrected the left leg problem and updated the patient's unit. The rep added a choice that auto-works based on their body. It has been a great upgrade. The issue resolved. The rep reset the patient's unit by adding two more choices, and one choice is an auto correct based on their body. It is great, plus the patient now feels the unit on their left side.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6), product type accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.